Event description:
"On or about (B)(6) 2010," plaintiff was implanted with an ams "mesh intepro sling" to treat, "urinary stress incontinence, pelvic organ prolapse, consisting of cystocele, enterocele, vaginal vault prolapse and rectocele." It was reported that, in (B)(6) 2010, plaintiff had significant pain and felt the mesh was "poking through her rectum," and on (B)(6) 2011, she underwent a procedure to remove part of the mesh. After continued pain, a second procedure was done on (B)(6) 2011 to remove another part of the mesh. On (B)(6) 2011, plaintiff underwent a third procedure to remove the remaining mesh. Plaintiff's attorney has alleged that plaintiff has, "suffered and continues to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.